Event description:
The device failed to engage- suture broke off when pulled to tension. The proglide had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). The product was picked up by the field rep for evaluation.